Manufacturer narrative:
This event was inadvertently filed. This event is not reportable, as there was no device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer provided a blood glucose level of 159 mg/dl. The customer reported the issue was resolved, and insulin therapy was resumed.